Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician has reported a left side "implant rupture" device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified to be underweight, one curved opening on the posterior, yellow particles on the gel, and a crease fold. A microscopic analysis was performed which identified: one opening sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Physician has reported a left side "implant rupture" device has been explanted.